Event description:
It was reported that, "as I understand the situation, the pt has a right tha infection after two tha surgeries in the past 4 months with the primary tha being performed in (B)(6). The implants will not be returned as per hospital policy. Cup was not a stryker cup."

Manufacturer narrative:
The root cause of the reported event could not be confirmed based on the limited info provided. Device history review determined that all devices were accepted into final stock with no discrepancies that would have contributed to this case. The reported lot was separated into 5 sub-lots for sterilization ((B)(4)). Review of the sterile lots indicated that all products were within specification. The compliant history review indicated that there were no similar events for the reported lots.